Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. The customer reported having a low blood glucose (bg) level of 39 mg/dl. The customer consumed glucose tablets to correct low bg. Reportedly, the customer performed a cartridge change resolving the issue.